Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the proglide plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is returning. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the second proglide device had no suture present when the proglide plunger was removed. The suture of another proglide device was successfully preplaced. The sheath was upsized to 21f and the tavi procedure was completed. The successfully preplaced sutures were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.